Event description:
Customer reports lancet protrudes from the end cap of the soft touch device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, however, the customer has discarded the device; replacement was sent.